Event description:
On (B)(6) 2015, a customer from (B)(6) contacted biomérieux in order to report an incident that occurred within their facility. The customer reported a false identification result on vitek® ms whereas vitek 2 compact provided a correct identification for clostridium clostridioforme. The customer is using vitek ms as an alternative method to test the same strain and obtained the following result retesting on vitek ms. Three times : no identification. One identification: 99.9% listeria seeligeri. The discordant result on vitek ms was not reported to the physician. No treatment was delivered to the patient and no delay in a medical procedure was associated with this event. There were no consequences on patient's state of heath due to the discrepant results.

Manufacturer narrative:
Biomerieux analyzed the data log files for the vitek® ms instrument for the sample involved in this incident. The mis-identification event was most likely caused by a non-optimal tuning of the instrument. Further investigation into the actual sample involved was not possible as the customer discarded the organism.